Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor, stated there was no failure found with the returned impactor and the reported results could not be duplicated. No further investigation is required. Complaint sample not returned to the manfacturer (greatbatch).

Manufacturer narrative:
(B)(4) medical is not the legal manufacturer of the device involved in this incident.

Event description:
Customer reports on(B)(6) 2014; during an unk procedure after physician impacted the shell they attempted to remove the impactor from the shell and could not turn release knob after a period of time. Customer states there was a delay in surgery of greater than 30 minutes. No additional info was provided on pt outcome. Pt age and gender are unk.

Manufacturer narrative:
Investigation is currently in process. Once completed a follow-up medwatch 3500a will be submitted.